Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump and the buttons stopped working. Customer's blood glucose 450 mg/dl, which was treated for with manual injection. Customer's blood glucose went up to 523 mg/dl. It was stated the keypad issues were possibly preceded by snow contact. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was at 517 mg/dl at this point and customer treated again with manual injection. Nothing further was reported.